Event description:
It was reported that the head section grab bar was installed backwards, leading to a crush point. Two staff members where injured during unloading as a result. One staff member lost a fingernail, while the other broke their finger and required surgery.

Manufacturer narrative:
Section h codes updated to reflect the findings of the completed investigation.

Event description:
It was reported that the head section grab bar was installed backwards, leading to a crush point. Two staff members where injured during unloading as a result. One staff member lost a fingernail, while the other broke their finger and required surgery.